Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected low battery or weak battery alarms noted. However, unit alarms intermittent failed battery test alarms due to corroded battery tube. Unit received with cracked case at display window corners, reservoir tube, reservoir tube window and battery tube threads. Unit received with minor scratched lcd window. (B)(4).

Event description:
It was reported via phone call that the customer received multiple failed battery test alarms, and weak and low battery alerts. Customer's blood glucose level was unknown. Troubleshooting occured. Advised insulin pump would be replaced.